Event description:
As reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) was not present in the device. Hemostasis was achieved by manual compression. No injury was reported to the patient. The artery could not be closed with the vcd as the tube with which they push the sealant was missing. There was no damage noted to the device or device packaging prior to use. After the procedure the device was disassembled and it was confirmed the advancer tube was not present. The device was stored and prepped according to the IFU. The device was used with a 5f- non cordis sheath. The device was used in a diagnostic peripheral procedure using an antegrade approach. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The event caused a clinically relevant increase in the duration of the procedure. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the white advancer tube of a 5f mynxgrip vascular closure device (vcd) was not present in the device. Hemostasis was achieved by manual compression. No injury was reported to the patient. The artery could not be closed with the vcd as the tube with which they push the sealant was missing. There was no damage noted to the device or device packaging prior to use. After the procedure the device was disassembled and it was confirmed the advancer tube was not present. The device was stored and prepped according to the IFU. The device was used with a 5f- non cordis sheath. The device was used in a diagnostic peripheral procedure using an antegrade approach. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The event caused a clinically relevant increase in the duration of the procedure. The product was not returned for analysis. A product history record (phr) review of lot f2201302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.